Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons, due to corroded keypad traces. No moisture damage was found on electronic assembly during visual inspection. The device was also received with minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump stopped responding. Customer removed and reinserted the battery and the device alarmed with a button error. Customer's blood glucose was not known. The insulin pump was exposed to perspiration while it was on customer's body for eight hours. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.